Event description:
On follow-up echo, the pt was diagnosed with erosion of the 34mm amplatzer septal occluder from the aortic sinus to the atrium. The pt was asymptomatic and was referred for surgical removal of the device. The physician stated that the device was not saved by the pathology div. The pt is reported to be doing well.